Manufacturer narrative:
The device was not returned for evaluation as it was returned to (B)(6). Root cause is unable to be determined. The reported event has been addressed in the device labeling.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2019 for final spinal fusion. During a review of investigation findings from (B)(6) it was identified that the rod had a locking pin failure and debris in the housing tube. No other information in relation to patient has been reported therefore no additional information was able to be provided.